Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose 400 mg/dl. Customer reported that when she inserts after an hour or two she starts going high and when she removes them they are bent at a 90 degree angle. Customer stated that she has a total of 19 and is really scared to use any out of that lot and yesterday she opened a box with a different lot number and has not had any issues with that one. Customer reported that the infusion set cannula was bent. The insulin pump will not be returned for analysis.